Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unk procedure, it was found that the package was not sealed before use. Another device was used to complete the procedure. There were no adverse consequences to the pt.